Manufacturer narrative:
The investigational analysis was completed on (B)(6) 2018. The lab received the product and it was verified that the catheter had a tear 2 cm from the tip. The tear is approximately 0.5 cm in length. The tear is only 0.1cm in depth and internal parts were not exposed because of the tear. The jagged edges from the tear suggest physical force was applied to the catheter, causing the damage. Deflection testing was performed and the results passed. The carto recognition and coil disconnection test was performed and the results passed. Transducer testing was performed and the results failed. Closer inspection of the catheter showed delamination of the stack sensor array. The delamination of the stack sensor array and the tear found on the tip section suggest physical force was applied to the catheter, causing the damage. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient, underwent an ablation procedure with a soundstar® eco diagnostic ultrasound catheter, and a no image issue occurred. No adverse patient consequences were reported. The no image issue has been assessed as not reportable. The device was returned to the bwi failure analysis lab (fal) on (B)(6) 2018 and a bent tip and hole-like tear, 2cm from distal tip, was discovered. An additional assessment was performed on this area and damage was clarified as a cut approximately 0.5 cm in length. The cut area was bent in order to determine cut depth. Cut depth is less than 0.1 cm. It appears to have punctured the outer layer surface of the catheter. The internal parts do not appear to be exposed. The bent tip is not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The cut (hole) observed at the tip of the catheter has been assessed as MDR reportable. The awareness was reset to (B)(6) 2018.